Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 2.50mm x 8mm catheter was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material 8mm from the distal tip. No issues identified during examination of the extrusion shaft. Tip showed signs of distal tip damage. Using an inflation aid, it was possible to attach the aid to the broken section of the hypotube and inflate the balloon to the rated burst pressure (rbp) of 20 atmospheres (atm), as specified in the instructions for use. A pinhole was confirmed in the balloon material approximately 8 mm from the distal tip. The encore inflation device was verified prior to use with a druck gauge. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. It was reported that a balloon rupture occurred. Device analysis confirmed the balloon material rupture. A pinhole was located in the balloon material 8mm from the distal tip. Based on the reported event, the reported balloon rupture was most likely caused by patient anatomy (several calcification). The unreported distal tip damage noted during analysis most likely occurred as a result of an interaction of the device with the patient anatomy.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcification. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcification. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.